Event description:
It was reported that the patient had low voltage advisories when connected to battery power and their mobile power unit (mpu). The patient claimed the power cord of the mpu fell out of the wall a couple times which caused the no external power events. Upon their review, technical services found that the low voltage events occurred only on battery power which could have been related to an issue with the white power lead or the battery clips. The battery clips were exchanged.

Manufacturer narrative:
No additional informaiton has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the log files spanned approximately 37 days (12apr22 ¿ 19may22 per time stamp). On 24apr22 at 09:02, 30apr22 at 12:10 and 21:03, 17may22 at 15:27 and 23:35, 18may22 at 16:18, 19:56 and 23:33, and 19may22 at 10:13 and 10:17, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3-5v. This was due to a loss of ac power and is consistent with an ac cord disconnection. The alarms cleared on its own shortly after each time after the cord was plugged in. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6) , was not returned for analysis and remains in use. Additional information provided stated that the patient accidentally unplugged their mpu from the wall. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting the ac cord from the outlet. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ and heartmate ii IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate ii patient handbook section 10 ¿safety checklists¿ and heartmate ii IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate ii left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were received on 19may2022 that reported that the patient had additional low voltage and no external power alarms on (B)(6) 2022. These alarms occurred when the patient was at home and connected to their mpu, but not when they were connected to their batteries. It was noted the patient's batteries and clips were recently replaced earlier this month.